Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient's blood pressure dropped a few minutes after the transseptal puncture. The patient's blood pressure continued to drop during ablations. An echocardiogram was performed, and a pericardial effusion and tamponade were observed. A pericardiocentesis was performed and suture placed at the base of the left atrial appendage. The case was aborted. No further patient complications have been reported as a result of this event.